Event description:
Approx 3 months after the device was implanted, it was reported that the pt was sitting eating their supper in a normal way and appeared to be totally well. Suddenly, the pt had a convulsive episode in which the pt fell and there was spontaneous of their limbs and the pt stopped breathing. The main post mortem findings are of acute inflammation in the pt's lungs, amounting to pneumonia. There were changes in the meninges but these were relatively mild and the post mortem report concludes that pt had interstital pneumonia and meningitis. The surgeon reviewed the post mortem on this pt and added that it was clear that the pneumonia was the main problem and careful examination of the site of the cochlear implant and of the middle ear itself showed absolutely no sign of infection, inflammation or anything else which could have led to meningitis. The surgeon also stated that it appears cause of death is related to a sudden rather generalized infection which was mainly in the lungs at the time of death.